Event description:
It was reported that a tandem mobi cartridge alarm occurred, causing the customer's blood glucose level to exceed 500 mg/dl, with the value displayed as "high." The customer took corrective action by administering a correction injection via multiple daily injections (mdi) without requiring assistance from a third party. The issue occurred during the load process, and the customer followed instructions to replace the used cartridge as prompted by the tandem mobi mobile app. Technical support confirmed the occurrence of cartridge alarm 30 and decided to send a new replacement pump and cartridges at the customer's request. Instructions were provided for putting the pump into storage mode, returning the problematic pump through ups, and the shipping details were confirmed for delivery of the replacement pump requiring a signature.